Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint history of the reported lot revealed similar complaints from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the superficial femoral artery. The lesion was pre-dilated with balloon angioplasty. The 6.0x150mm absolute pro self expanding stent system (ses) was advanced to the target lesion however the thumbwheel would not rotate and the stent could not be deployed. The ses was removed without issue. The procedure was completed using another same size absolute pro. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the stent implant was exposed 2mm from the distal end of the sheath. A separation was noted at the outer member-stent sheath bond area.